Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a optrell mapping catheter with trueref technology and an infusion alarm sounded. During pre-mapping, an alarm for infusion pump blockage sounded. Although the catheter was pulled from the patient's body, straightened, and infused again outside the patient's body and transfused again, but the alarm did not stop. The issue was addressed by replacing the catheter with a new optrell but the alert occurred at the time of flushing before inserting the catheter into the patient's body. Since perfusion was achieved, continued use was permitted with the physician's approval.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a optrell mapping catheter with trueref technology and an infusion alarm sounded. During pre-mapping, an alarm for infusion pump blockage sounded. Although the catheter was pulled from the patient's body, straightened, and infused again outside the patient's body and transfused again, but the alarm did not stop. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).